Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the video cable is broken and therefore stripes in image occur. The root cause of the broken cable and the reported failure cannot be conclusively identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope has a dent in the outer tube and stripes in image was noted. There was no patient involvement.